Manufacturer narrative:
Sections with additional information as of 10-dec-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-62: user had poor technique. Note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for medical attention due to symptoms. The customer is concerned with tests results from results obtained of e-3. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of not feeling well and being tired. Medical attention is reported as a result of reported symptoms. On (B)(6) 2020, customer went to her doctor due to diabetes. Customer had symptoms of tired and not feeling good. Customer was given insulin. Customer had blood test with doctors office and reading was 415mg/dl non fasting. The product is stored according to specification in the bedroom. During the call a back to back blood test was performed by the customer and produced test results of 404mg/dl non-fasting using true metrix meter. The test strip lot manufacturer¿s expiration date is 01/16/2022 and open vial date is 09/14/ 2020. The meter memory was not reviewed for previous test result history.